Manufacturer narrative:
Philips service replaced the defective wireless pedal connector, resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless pedal connector was broken on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.